Manufacturer narrative:
The device reference in this report was returned to olympus med systems corp for eval. The eval confirmed that a portion of the bending section cover glue was missing at distal end and proximal end area. Additionally, the bending section cover had scratches. This phenomenon likely occurred when the physician withdrew the endoscope from the unidentified trocar. The device was refurbished. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that a portion of the bending section cover glue came off and fell off into the pt during a therapeutic laparoscopic cholecystectomy procedure. The fragment was said to be approx 5 mm in diameter, and was not sharp. The physician recovered the fragment using the same scope. There was no pt injury reported.